Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and following the reset, the error did not reappear. Technical support advised the customer to wait 20 minutes before starting a new sensor session, and the customer confirmed understanding of this instruction.